Manufacturer narrative:
The reported problem was investigated via remote application specialist who established that the nurses noticed that there were only yellow alarms generated for spo2 and hr with values that met criteria for a red alarm at 22.07 pm. The biomed tested the monitor and red alarms were announced correctly. Yellow alarms were generated at times when values were indicating an extreme violation, but were immediately followed by red alarms. All equipment appeared to be operating correctly when tested. The biomed could not reproduce the reported problem. The biomed provided spreadsheets of igs alarms and patients' vital sign report , screenshots of the monitors alarm review, and monitor configuration files for further investigation to product support engineering (pse). There was no trouble found with the device when it was tested by the biomed. Review of the log files indicate that the high value that would trigger a red alarm was not present/ stable long enough to activate the red alarm. In addition there were inop error messages announced after the yellow alarm was triggered. The product remains at the customer site. The reported problem could not be reproduced. The biomed tested the device and the device worked as specified and expected. Log files indicated that the device correctly announced a yellow alarm instead of the red alarm the customer expected. The fact that the biomed could not reproduce the reported problem when testing the alarms and the review of the log files explaining the observed alarm behaviour indicate that this complaint does not represent a malfunction of the device no further investigation or action is warranted.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that mp5 spotcheck (sc) with intellivue guardian software (igs) - patient's pulse alarmed ** yellow (167> 135) instead of a *** red alarm. A serious injury was reported but the patient harm is unknown, details could not be provided so far. The device was used for monitoring at the time of the alleged malfunction. There was no information about the patient's condition provided.